Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 10jan2023 in regards to the description of event. The device was placed with latex gloves in the thorax for liquid pleural drainage. The user confirmed the straightening dilator was not used when placing the device, and for the second attempt, the wire guide could not be removed. The patient required needle drainage in addition to complete the procedure. The patient did not experience any adverse effects as a result of this event. The physician also confirmed by phone that he did not know the device well, and he did not know how to properly use the straightening dilator. Therefore, he did not use the dilator which may be why the wire gripped on the pigtail during the first attempt.

Manufacturer narrative:
Investigation ¿ evaluation: a representative of (B)(6) (france) informed cook that on 11dec2022 the wire guide in a wayne pneumothorax set (rpn: c-utpt-1400-wayne-112497-imh; lot #: unknown) unraveled. The device was required for placement of a pleural drain with ultrasound guidance. During the procedure, the puncture, assembly of the guide, and removal of the needle were all "ok". Incision and dilation and assembly of the guide drain were also "ok". However, difficulty was experienced during removal of the guide. The user felt the device "grip at the end and dismemberment of the guide, as if it was unrolling on itself" was experienced. A second wayne set was obtained and attempted to be placed by the "head guard". After placing the catheter, the wire could not be removed. As a result, the pleural fluid was evacuated without placing a drain. The patient required needle drainage in addition to complete the procedure. The patient did not experience any adverse effects as a result of this event. The physician also confirmed that he didn¿t know the device well and didn¿t know how to use the straightening dilator so didn¿t use it. Reviews of documentation including complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures of the complaint device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded sufficient inspection activities are in place to identify this failure mode prior to distribution. The customer did not provide the lot number for the complaint devices. Cook reviewed the sales history for this customer and was able to identify 9 lots sold to the customer in the last three years. Cook reviewed the device history record for the lots (13440101, 13440102, 13551670, 13602824, 14220785, 14215114, 142952541, 14292544, and 14975321) and found one relevant non-conformance for kinked wire. There are sufficient inspections to identify this failure before shipment, and the non-conforming product was scraped per procedures. A database search for complaints on the lots found no complaints reported from the field. Cook concluded that no non-conforming product from this lot exists in house or in the field. The information provided upon review of the dmr and DHR does not indicate the device was manufactured out of specification. Cook also reviewed product labeling. The product IFU, [c_t_waynemod_rev5] ¿wayne pneumothorax set for seldinger placement,¿ provides the following information to the user related to the reported failure mode: instructions for use ¿7. Attach plastic three-way stopcock to the catheter obturator. Fully straighten the curved catheter tip by advancing the catheter obturator. When fully advanced, attach the obturator to the catheter via the luer lock connection. 8. Advance the catheter over the wire guide into the pleural cavity to the desired depth. 9.remove the wire guide and catheter obturator.¿ based on the information provided, no product returned, and the results of the investigation, cook concluded the cause of this complaint was failure to follow instructions. The customer reported that they used the device without the straightening dilator. It is possible that the advancement of the catheter without the straightening dilator caused the wire guide to kink, resulting in issues during removal. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the wire guide in a wayne pneumothorax set unraveled. The device was required for placement of a pleural drain with ultrasound guidance. During the procedure, the puncture, assembly of the guide, and removal of the needle were all "ok". Incision and dilation and assembly of the guide drain were also "ok". However, difficulty was experienced during removal of the guide. The user felt the device "grip at the end and dismemberment of the guide, as if it was unrolling on itself" was experienced. A second wayne set was obtained and attempted to be placed by the "head guard". After placing the catheter, the wire could not be removed. As a result, the pleural fluid was evacuated without placing a drain. It was noted that "the drain has several holes and rolls up on its own at the end". The user questions if the guide "roll[s] up and lock[s] on it" additional information regarding the event and patient outcome has been requested but is currently unavailable.